Event description:
It was reported during a plastic surgery procedure, the staples did not close. Case completed with another device. No pt consequence.

Manufacturer narrative:
Date sent: 7/6/2007. Information anticipated, but unavailable at this time.